Manufacturer narrative:
Additional procode jdo. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Investigation summary. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history part number: 282.239. Lot number: h761050. Part manufacture date: 06-nov-2018. Manufacturing location: (B)(4). Part expiration date: n/a. Nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of helix blade 100mm product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 the patient underwent removal of dynamic helical hip system (dhhs) followed by conversion of total hip replacement. The patient was originally implanted with the dhhs system on an unknown date. The procedure and patient outcomes are unknown. This is report 1 of 10 for (B)(4). This report is for a helix blade. (B)(4) is linked to this complaint.